Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported on a remote transmission that the patient experienced five shocks and during the initial review of the stored device electrograms, it was unclear if the episodes were true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). The remote transmission was sent to the cardiologist for further review, and the device was later explanted and replaced due to a system upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.